Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to approximately 17 mmol/l (306 mg/dl) after approximately 25-36 hours of pod wear on the abdomen. Upon pod removal, the cannula was observed to be bent. The patient further reported bleeding and swelling at the infusion site, with the swelling described as a lump. He noted that this may be related to reduced fatty tissue at the infusion site, as he is slim. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported.